Event description:
It was reported that the patient fell this past sunday and landed backward into the tub. She hit her lead and the wires and was a little wobbly. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was that the patient reached for a bar and fell back. The reporter stated that the impedances were normal and that the event was not due to the device, lead, or extension. It was stated that no surgical intervention was needed. The device was reprogrammed on (B)(6) 2012 and was "working fine." The rehabilitation health care professional was shown how to recharge the device. It was noted that the patient had a broken wrist. Hospitalization was not required. There was no serious injury or illness.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387s-40, v013740, implanted: (B)(6) 2006, product type: lead. Product ID: 3387s-40, lot# v013740, implanted: (B)(6) 2006, product type: lead. (B)(4).